Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
While tightening the screw into the plate the screw head broke off and remained attached to the screwdriver blade. The shaft of the screw remains in the patient's mandible.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the plate that was returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further investigation determined that there was no indication of material or manufacturing defects observed. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.